Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) homechoice cassettes had leaked under the blue cap (pull ring cap). This occurred during priming of peritoneal dialysis therapy. It was further reported that ¿the fluid of the patient line was all over the floor." There was no patient injury or medical intervention associated with this event. No additional information is available.